Manufacturer narrative:
The manufacturer added the receipt of an abutment and a patient code to the complaint file. In section d11, an abutment was added. In section f10: patient code 2104 (tissue damage) was added. .

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site 13-14 in the patient's mouth, the implant did not achieve osseointegration and failed upon uncovering for restoration. The implant was torqued to 60-70 ncm. The clinician noted the patient's infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site 13-14 in the patient's mouth, the implant did not achieve osseointegration and failed upon uncovering for restoration. The implant was torqued to 60-70 ncm. The clinician noted the patient's infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.